Event description:
It was reported, after an annuloplasty with the ring was performed, the patient experienced postoperative hemolysis, renal failure, subsequent anuria, and profuse pulmonary hemorrhage. The ring was explanted 48 hours later and an edwards valve was implanted. The anuria and pulmonary hemorrhage persisted with acidosis and low cardiac output. The patient expired.